Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing a scratchy throat and watery eyes. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported that in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing a scratchy throat and watery eyes. There was no report of serious patient harm or injury. There was no medical intervention required by the patient. The device was returned to a third-party service center for repair. During the evaluation of the device on (B)(6) 2022, the service center visually inspected the device and there was no evidence of degraded sound abatement foam in the device. The blower and sound abatement foam were replaced. The unit passed all testing. If any additional information is received, a follow up report will be filed.